Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2021 with post- paced t-wave over-sensing from their implantable cardioverter defibrillator. Patient came in to the clinic on (B)(6) 2021 to reprogram the device accordingly. Patient was stable after the event.